Event description:
It was reported that there was a stimloc issue and it was not possible to lock the clip onto the base. A different product was used as a result. The healthcare professional suspected the lead was damaged and there was a lead break or fracture during the lead positioning in the stimloc. A different lead was used as a result. There were no patient symptoms or complications associated with this event and the patient status at the time of this event was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 924256, serial# unknown, product type accessory. (B)(4).